Manufacturer narrative:
(B)(4).

Event description:
It was reported that an insert new sensor alert occurred. Data was evaluated and the allegation was confirmed as a early sensor expiration was confirmed. The probable cause was determined to be restart detection which led to an early sensor expiration. The reported event of an insert new sensor alert is reportable based on the finding of an early sensor expiration. No injury or medical intervention was reported.

Event description:
Subsequent to the initial MDR, it was determined that a report was submitted in error. Upon further review, it was determined that the patient allegation does not meet the criteria of a reportable event.

Manufacturer narrative:
(B)(6). 3004753838-2020-48553 was reported in error. Please disregard initial reporting of this event as this event has now been deemed non-reportable.